Event description:
During a coiling embolization procedure, a perforation of the target vessel occurred with the agility guidewire (unknown which of the two was being utilized at the time (lot#'s 13470601/13471362). However, there was no patient injury, but there was some vessel extravasation. Additionally, the account indicated that only the agility was involved in the event and not other cordis product was in at the time of the event.

Manufacturer narrative:
Additional information will be submitted within 30 days of the report.